Event description:
Patient reported pain at the pocket site. The physician decided to explant the system due to possible infection.

Manufacturer narrative:
Culture reports were positive for infection. The explanted devices were discarded by the medical facility and will not be returned for evaluation. A review of the sterilization records for the explanted devices was completed and no anomalies were noted. This is the final report.